Manufacturer narrative:
The customer returned accu-chek softclix lancing device (bax135) for investigation. No lancets were returned. The failure could not be confirmed during investigation. The device was tested with test lancets at all different pricking depth settings, for each attempt needle was correctly retracted, ejected and produced a puncture hole. The lancing device was disassembled for investigation, but no abnormal attributes were found which could verify the customer allegation. The lancing device worked in accordance with specifications. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6) .

Event description:
The customer complained of an issue with the accu-chek softclix lancet device. The customer alleged that the lancet did not retract into the device. There was no allegation of an adverse event. The patient is "well". The suspect product was requested to be returned for investigation.